Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was 359 mg/dl at the time of the incident and was treated with insulin. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was reported that two days ago, they had a low battery alarm; however, today the insulin pump did not alarm just went blank. It was reported that two days ago the power settings was shut off, went through cleaning the cap. The insulin pump was rested for 10, the customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).